Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) reached the elective replacement indicator (eri) due to an extended charge time. The health care professional (hcp) stated that the patient no longer needs to have the device therapy so programming options were discussed to see if they could leave the device implanted but turn therapy off and leave implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.